Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information reported stated that the patient presented for a follow up on (B)(6)0 2015. The left ventricular lead exhibited loss of capture in all configurations. All other electrical measurements were good and stable. The physician elected to reprogram the device to ddd mode with long av rv pacing only. The patient was noted to be in good condition before, during and after the event.

Event description:
It was reported that the lead exhibited loss of capture, an impedance measurement anomaly due to dislodgement. The physician elected to program the device to rv pacing. The patient was in good condition prior, during and after the event.